Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, the monitor was found to be fully functional.

Event description:
A zoll distributor reported that a (B)(6) female pt had her monitor sn (B)(4) slip off her arm, fall, and hit her toe and shin. The impact of the monitor caused her toe and shin to bruise and also cut open her toe. There is no indication that the pt sought medical attention for her injured toe and shin. The clinical outcome of the injured toe and shin is unk. Monitor sn (B)(4) was returned to the manufacturer.